Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. (B)(6) 2008: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2007: the patient underwent surgery for implant of an unspecified bard/davol composix e/x. (B)(6) 2008: the patient had unspecified injuries. The patient is making a claim for an adverse patient outcome against the bard/davol composix e/x. The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2007 - patient was diagnosed with multiple incisional hernia thereby underwent open repair with the implant of composix e/x mesh. Per operative notes, ¿multiple hernia defects were identified and were transected. A composix e/x mesh was inserted into the abdominal wall behind the fascia and secured by sutures.¿ (B)(6) 2008 - patient was diagnosed with recurrent wound infection thereby underwent repair with the removal of composix e/x mesh. Per operative notes, ¿multiple wound infection with seroma was noted and the extensive adhesions were taken down. A composix e/x mesh seemed to be folded and was removed. Then a biologic mesh was placed and secured by sutures.¿ attorney alleges that the patient had abscess, adhesions, infection, pain and emotional injuries thereby underwent removal of mesh, drainage and debridement.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 5 months post implant of composix mesh e/x, patient was diagnosed with infection, seroma, adhesions, mesh deformation and pain thereby underwent repair with removal of mesh. Per op notes, "mesh seemed to be folded." The instructions-for-use supplied with the device lists seroma and adhesions as possible complications. The warning section of the IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the prosthesis. An unresolved infection may require removal of the prosthesis". Note, the manufacturing date (15-may-2007) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.